Manufacturer narrative:
Additional information: h3- device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k #: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -7.5 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.